Event description:
T-wave over sensing after ventricular paced beats, which is currently resulting in every other beat not receiving biv-pacing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).